Event description:
It was reported that suture placement was attempted in the left common femoral artery (lcfa) prior to an evar (endovascular aneurysm repair). The arteriotomy was 6 fr and the vessel was not calcified or tortuous. The physician was advancing the proglide device and difficulty was experienced; it felt like the device was hang up in the tissue tract. The device was back loaded and advanced forward again, this time successfully. At the time of pulling the plunger out of the body of the device, there was no suture present attached to the needles. The device was removed and another proglide was attempted. The second proglide was advanced, plunger retracted, lever returned to its original position; however, when the physician was retracting the device from the patient's groin to harvest the sutures, the sutures were not accessible at the tissue tract; the device would not come out to pull the sutures from the distal end of the proximal guide. The guide wire exit port was already at skin level, but the physician was unable to continue device withdrawal. A cut down procedure was performed to remove the device. During the cut down the physician observed that the sutures were around the distal end of the sheath and locked. The evar procedure was completed and the arteriotomy was closed surgically. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates: the second proglide device, the guide wire exit port was also not visible at skin level. The suture was locked down onto the device suturing the distal sheath of the proglide to the artery wall. Upon cut down the distal sheath was observed to be in the artery, and the sutures had grabbed the vessel wall as they should, but were wrapped around the distal sheath of the proglide outside the artery in the tissue tract, suturing the device to the arterial wall. The device and the suture were removed once the cut down was performed exposing the vessel, the device and the suture prior to performing the aortic repair. The suture was removed by the doctor cutting it and pulling it out of the patient's common femoral artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sutures were wrapped around the distal sheath of the proglide, suturing the device to the artery wall resulting in inability to remove the device, could not be confirmed. A cause for the reported event could not be determined; there was no product deficiency identified. A review of the lot history record revealed no no-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.